Manufacturer narrative:
Brand name. Common device name.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. It was indicated that the customer had alternate insulin therapy available.